Event description:
The report rec'd from the affiliate indicated that the cypher select plus had a leak near the hub. It was noticed during the procedure. The hub was broken and could not be connected to the inflation device. No anomalies were noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub but no anomalies were noted. The device was not used in the pt.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Add'l info rec'd will be submitted within 30 days of receipt.